Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received reports the lens reported is not available for sale in the USA, therefore no further information will be reported for this case.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: 2019-54525.

Event description:
A customer reported an intraocular lens (iol) was defective. Timing and patient impact are unknown. Additional information was requested.